Event description:
It was reported that the bronchovideoscope did not display an image. This was found during preparation for use; there was no patient involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, g2, h2, h3, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, the most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'it was reported that the bronchovideoscope had an oxidized connector block.'